Manufacturer narrative:
Findings: unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. Unit received with corroded battery tube.

Event description:
The doctor's nurse reported via phone call that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The doctor's nurse stated that there is crack and scratches on the housing of the reservoir and on the lcd screen. Customer does know how it happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.